Event description:
Further follow-up revealed that only the patient's generator was explanted and was not replaced. The lead was not explanted. The generator has not been received for analysis to date.

Event description:
The physician indicated that there was a problem with the patient's lead. It was later reported that the physician obtained a high impedance reading. The patient's mother reported that approximately 3 months ago the patient experienced a "shock" from the device that "brought him to his knees". It is unknown if patient manipulation or trauma occurred that could have caused or contributed to the high impedance. Attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
The patient's vns device was explanted on (B)(6) 2013.

Event description:
It was reported that the explanting facility discarded the explanted generator. The generator will not be returned for analysis.

Manufacturer narrative:
Corrected data: the suspect device was not explanted as previously reported in initial MFR. Report.